Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the permanent cautery spatula (part# 420184-14/ lot# n11200504/sequence# 677) associated with this event has been performed. Per this review of the logs, the permanent cautery spatula was last used on (B)(6) 2020 on system serial# (B)(4). There was 1 use remaining. There was no image or video clip submitted for review. A review of the site's complaint history found no additional complaints related to this product. Based on the information obtained from failure analysis investigations, this complaint is considered a reportable event because, during a da vinci-assisted myomectomy surgical procedure, a broken cable was observed in the permanent cautery spatula. While there was no harm or injury to the patient, a broken pitch cable at the distal end was found during failure analysis and this suggests that it could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula¿s cable was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.